Event description:
It was reported that a vns pt experienced an increase in seizures as the pt's device was near end of service. Furthermore, system and normal mode diagnostics performed on (B) (6) 2009 were ok/ok/0/no, hence the device had not met the end of service condition. Furthermore, a review of the pt's programming history indicated fluctuations of the dcdc code from 2 to 0. At the moment, good faith attempts to obtain additional info from the treating nurse have been unsuccessful to date. Currently, the pt is likely to undergo generator replacement surgery due to clinical end of service.